Manufacturer narrative:
An event of complete heart block and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The patient had a history of a left bundle branch block which may have contributed to the reported event but cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the available information, the cause of reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a history of a left bundle branch block (lbbb). The patient was in sinus rhythm during the procedure. The valve was prepared and loaded per IFU. During the procedure the device was partially re-sheathed once. The position of the valve was too high. After the second attempt the position of the valve was too deep. The device was implanted. The final implant depth was 8mm from the non-coronary cusp (ncc) and 9mm from the left coronary cusp (lcc). The user found the depth acceptable considering the patient's low blood pressure. There were no leaks detected. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. Two hours post-procedure the patient went into complete heart block. A permanent pacemaker was implanted. The patient had a prolonged hospitalization for monitoring of rhythm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a history of a left bundle branch block (lbbb). The patient was in sinus rhythm during the procedure. The valve was prepared and loaded per IFU. During the procedure the device was partially re-sheathed once. The position of the valve was too high. After the second attempt the position of the valve was too deep. The device was implanted. The final implant depth was 8mm from the non-coronary cusp (ncc) and 9mm from the left coronary cusp (lcc). The user found the depth acceptable considering the patient's low blood pressure. There were no leaks detected. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. Two hours post-procedure the patient went into complete heart block. A permanent pacemaker was implanted. The patient had a prolonged hospitalization for monitoring of rhythm. The patient status was stable.